Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera keeps switching off and can no longer be controlled. The tower has just failed again. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "camera cuts out repeatedly, no control" could be confirmed. The root cause can be attributed to a component malfunctioning (fpga u1 defect). The event is filed under internal karl storz complaint ID: (B)(4).